Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the 30-degree endoscope plus involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the user informed the technical support engineer (tse) that the endoscope had an inverted image. The user removed the endoscope and manually rotated the camera's head 180 degrees, which successfully resolved the issue. The user reinstalled the endoscope back to the system and confirmed that the image was displaying normally. The user continued with the procedure using the same endoscope without further issues. No known impact or patient consequence was reported.